Manufacturer narrative:
Follow-up 6/8/2016: customer set alert back to 200 (mg/dl) and indicated that alerts have been working better. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 313 (mg/dl). No specific treatment was done to address bg levels. Customer reported that the high glucose alert did not vibrate or beep to notify them their bg levels were elevated. During troubleshooting with tandem technical support, a review of the pump history indicated interaction with the pump less than 5 minutes after the high alert was activated and that the high alert repeat was set to "never". Customer was guided through setting the alert to 120 (mg/dl) and instructed not to interact with the pump when the alert is received for 5 minutes.